Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing of noise was observed on the right ventricular lead. No programming change was made. Lead revision was discussed. The patient was stable and will continue to be monitored.